Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient felt that the anchors were in an uncomfortable position. Surgical intervention was undertaken on (B)(6) 2024 in which the surgeon shaved down some of the laminate that was prominent and causing the discomfort.